Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year and 8 months the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018 during a routine appointment, the modular cable was discolored and had a rough surface. A modular cable exchange is scheduled for the next routine appointment on an unspecified later date. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the evaluation of the submitted images confirmed the report of discoloration of the modular cable, a specific cause for this discoloration could not be conclusively determined. The account submitted an image depicting the majority of the modular cable. The polyurethane jacket appeared to have discolored to a light gray, with dark gray markings along the majority of the visible portion of the cable. In addition, the inline connector bend relief of the modular cable appeared to have discolored to a dark, yellowish gray. No apparent damage to the outer layers of the modular cable was observed. The heartmate 3 instructions for use (IFU) and patient handbook contain information in regards to caring for the driveline and instruct the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.